Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to pain. Upon removal of the tibial component, a cyst was found.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed as the device was not returned and the lot number of device involved in the incident is unknown. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. The complaint was not confirmed therefore a root cause cannot be determined at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.